Event description:
It was reported that there was a device related thrombus. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. The patient was discharged home on eliquis and aspirin. On (B)(6) 2019 the patient went in for their 45 day follow up procedure. There were no issues that occurred and the patient was started on plavix and aspirin. On (B)(6) 2019 the patient was having a transesophageal echocardiogram for their ep ablation procedure. The images showed that there was a thrombus on the watchman closure device. The patient was started back on eliquis to treat for this.